Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported ¿capsular contracture¿ baker grade unknown. This record is for the left side. Device was explanted. Manufacturer of the device is unknown.